Manufacturer narrative:
Concomitant products: product ID 97702, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient felt a jolting when stimulation was on and their legs would shake. It was further reported that the patient had their previous implantable neurostimulator (ins) replaced in (B)(4) prior to the report and had two new implantable neurostimulators implanted, one for their lower spine and one for their upper spine. The patient¿s pain started with a car accident in 1998 but since then, the patient had had several back and neck surgeries, injections, pain medicines, and had been diagnosed with rheumatoid arthritis and fibromyalgia. The patient was stuck in bed, unable to move, walk, or eat. Additional information has been requested, but it was not available as of the date of this report. Refer to manufacturer report # 3004209178-2014-04774 for information regarding the patient's other implantable neurostimulator.